Event description:
A report was received that the pt is not receiving good stimulation. During a lead revision procedure the physician replaced the pt's ipg. The ipg was replaced because when the physician went to plug the leads into the ipg there wasn't a good connection. The pt is doing well following the revision.